Event description:
It was reported that during the initial implant the screw on the implantable cardioverter defibrillator (ICD) was unable to rotate or fit properly into the device header. The ICD was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).